Event description:
It was reported that catheter imaging got stuck in stent. The 75-90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery(rca). During the percutaneous coronary intervention (pci), the restenosed target lesion was dilated with a 2.5mm unspecified balloon catheter. After that, an opticross¿ imaging catheter was used to view the lesion. However, it was noted that the guidewire exit hole of the opticross¿ got stuck in the previously implanted non-bsc stent. The opticross¿ was then pushed further in attempt to unstuck it, but to no avail. The physician elected to try with another way and attempted to remove the non-bsc inner sheath but failed. During the attempt to remove the inner sheath several times, it was noted that the opticross¿ was unstuck. It was also noted that the opticross¿ was cut in order to resolve the stuck stent. The opticross¿ was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that a kink was observed in the tip assembly at 98.5 cm from femoral marker to the distal end. The catheter was received with the female telescope tubing assembly cut free from the anchor seal housing. This exposes the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. The telescope assembly was not able to properly pullback or advance due to the detached telescope tubing. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. The guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter imaging got stuck in stent. The 75-90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery(rca). During the percutaneous coronary intervention (pci), the restenosed target lesion was dilated with a 2.5mm unspecified balloon catheter. After that, an opticross¿ imaging catheter was used to view the lesion. However, it was noted that the guidewire exit hole of the opticross¿ got stuck in the previously implanted non-bsc stent. The opticross¿ was then pushed further in attempt to unstuck it, but to no avail. The physician elected to try with another way and attempted to remove the non-bsc inner sheath but failed. During the attempt to remove the inner sheath several times, it was noted that the opticross¿ was unstuck. It was also noted that the opticross¿ was cut in order to resolve the stuck stent. The opticross¿ was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).